Event description:
It was reported that during the implant of the device and leads a pneumothorax and pleural effusion occurred. The effusion was reduced and the device and leads remain in use. It was noted that the patient is taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID dtbc2qq implantable cardioverter defibrillator (ICD)  implanted: 2013-(B)(6), product ID 459888 implantable pacing lead implanted: 2013-(B)(6), product ID 7122 competitor implantable tachy lead 2013-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.